Event description:
Patient reported left side rupture, late seroma, swelling, axillary node, and capsular contracture baker grade IV. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture. Patient further reported "capsular contracture and late seroma and awaiting biopsy results to rule out bia-alcl in one breast." The baker grade is unknown. The device remains implanted.